Manufacturer narrative:
Device evaluation: 01 unit of lot c2305641 of oa-10 was returned was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 05 feb 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. Visual inspection: pushing catheter, guiding catheter, protective tubing and stent returned. Pushing catheter examined and no issues observed. Guiding catheter examined and radiopaque bands present. Kinks observed on guiding catheter approx. 03cms and 13cms from distal end. Stent examined and no issues observed. Functional inspection: 0.035 inch wire guide passes through stent. Pushing catheter and guiding catheter move freely over each other. The reported failure was not observed. Clarification was received from the customer that a 0.035inch wireguide was used and not a 0.025inch wireguide that was listed in the answers in the patient/event notes manufacturing records: prior to distribution, all oa-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for oa-10 device of lot number c2305641 did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review historical data: a review of the manufacturing records for the oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2305641. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A potential root cause is that the guiding catheter became kinked or damaged at its distal end during removal from the packaging or subsequent handling. This initial damage may have been exacerbated when the introduction system was advanced through the scope¿s working channel. The added mechanical stress could have worsened the existing kinks, ultimately preventing the pushing catheter from advancing the stent over the guiding catheter to the intended position. This explanation aligns with the damage observed on the guiding catheter during laboratory evaluation. Additionally, according to the patient/event notes, there was no altered or tortuous anatomy that could have generated excess resistance or contributed to the catheter kinking within the patient. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the customer had an issue when deploying the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A potential root cause is that the guiding catheter became kinked or damaged at its distal end during removal from the packaging or subsequent handling. This initial damage may have been exacerbated when the introduction system was advanced through the scope¿s working channel. The added mechanical stress could have worsened the existing kinks, ultimately preventing the pushing catheter from advancing the stent over the guiding catheter to the intended position. This explanation aligns with the damage observed on the guiding catheter during laboratory evaluation. Additionally, according to the patient/event notes, there was no altered or tortuous anatomy that could have generated excess resistance or contributed to the catheter kinking within the patient.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 12-mar-2026 due to low risk fmea section after investigation.

Event description:
Description of event: per the rep: I was contacted today, indicating they had an issue with the device while attempting to deploy one of the cook stents. Additional questions received on 08-jan-2026. 1. Will the device be returned? Yes, please send shipping label. 2. What was the target location for the stent? Bile duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Dedicated storage on closed cart. No light exposure and temp in 70 degrees with a relative humidity of 40%. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Wire used was the pre-loaded wire contained in the dash-480 (metii-25-480). 5. Was the wire guide lubricated prior to use? N/a, yes, no, yes, with water. 6. Was the wire guide inspected for damage prior to use? N/a, yes, no, yes. 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no, yes. 8. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) Yes, sphincterotomy was performed. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no, no. 10. If not with the device in question, how was the procedure finished? With a new device of same g number. 11. What intervention (if any) was required? None. 12. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. 13. Were any other defects observed on the device prior return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.